Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2010-02785 and 3005099803-2010-02801 address the other devices. It was reported to boston scientific corporation that three dreamtome rx sphincterotome were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B) (6) 2010. According to the complainant, during the procedure, the first dreamtome was attached to the generator correctly however failed to cut the tissue. The second dreamtome appeared to be destroyed when the packaging was removed. The tip was bent and kinked. The cutting wire of the third dreamtome snapped during sphincterotomy. No portion of the wire fell into the patient. The procedure was completed with the same generator and active cord using a different sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B) (6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and bent, the exposed cut wire was broken and the broken ends of the cutting wire appeared burnt/blackened. In addition, the closed extrusion at the distal tip was ripped. The rip existed from the point where the guide wire channel ends, to the tip, tearing open the closed extrusion through the distal tip and splitting the tip. The broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole and the other broken section of the exposed cut wire was attached to the anchor at the distal pierce hole. Further analysis of the cutting wire found it broke at approximately 27 mm from the distal pierce hole. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. The condition of the returned incident device was consistent with the complaint that the cut wire was broken. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2010-02785 and 3005099803-2010-02801 address the other devices. It was reported to boston scientific corporation that three dreamtome rx sphincterotome were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the first dreamtome was attached to the generator correctly however failed to cut the tissue. The second dreamtome appeared to be destroyed when the packaging was removed. The tip was bent and kinked. The cutting wire of the third dreamtome snapped during sphincterotomy. No portion of the wire fell into the patient. The procedure was completed with the same generator and active cord using a different sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.